Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/20/2020. Additional information: additional h3 investigation summary: it was reported that the needle tip had been broken. A suture needle was returned for evaluation. A blunt tip was observed on the needle. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the needle tip was blunt and contained evidence of high temperature exposure. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the damaged tip. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: just to reiterate that the broken needle was not used on the patient and that the tip of the needle was broken while opening the package correct? The broken needle was not used on the patient. The breakage was noticed after opening the package. However, it is unknown when it broke, meaning, it is unknown if it had been already broken before opening package, or it broke during/after opening the package. A manufacturing record evaluation was performed for the finished device lot qdmctx, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a valve replacement procedure on (B)(6) 2020; it was observed that the needle tip was broken after opening the package. The needle was not taken out of the package; therefore, not used on the patient. There were no adverse patient consequences reported. Additional information was requested.